Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that the shock energy had a huge difference with set energy. There was no patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
The device was tested and the philips field service engineer (fse) was unable to reproduce the customer's reported problem. There was no malfunction of the device and the customer issue was not confirmed. The customer's reported problem was unable to be reproduced. The device successfully passed all required testing. The device remains at the customer site and no further evaluation is required at this time.